Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving stimulation on the right side. An sjm representative met with the patient and lead diagnostics showed the right lead (contacts 9-16) were all invalid. The patient is working with her physician to determine the next course of action.